Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9680159r, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of a procedure. It was reported that the system power could not be turned on as the uninterruptible power supply (ups) was worn out. The system was booted with direct current power source and the operation was checked. Representative confirmed that the positioning sensor unit (psu) was deteriorated and the recognition range was about 1 cm. There was no patient present when the issue occurred.